Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Noise could be reproduced via provocative testing. Lead damage was suspected but was not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.